Event description:
When inflating balloon to deploy stent in right coronary artery, balloon would not inflate. Sheath was retracted into proper position for balloon inflation and rotating hemostatic valve was not overtightened. Catheter and stent removed from pt. Following removal, balloon inflated on second attempt.